Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed confirmed the device functionality was normal. Longevity assessment was performed and the pacer was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient expired at the hospital. The physician requested analysis on the device to clarify the cause of death. The cause of death is unknown. No further information was provided.

Event description:
Related manufacturer reference number: 2017865-2019-06554, 2017865-2019-06555. New information suggests there was a change in patient condition prior to the death but it is unknown whether it was related to the device. The device was removed post mortem on the same date as the death. The leads were removed as well.